Event description:
Upon interrogation on (B)(6) 2012, aida memory data (including therapy episodes delivered over the follow-up period) were not available for review. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.